Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open wound on the upper left shoulder and an irritation under the left armpit. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an antifungal cream for the wound. Follow up indicated that the wound improved.